Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. This 2.50 x 24mm synergy xd was used in a procedure but was unable to cross the lesion. Upon removing the device, stent damage was noted. The procedure was completed with another device.